Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and no stimulation. The pt was able to increase her stimulation. She was able to feel stimulation again and it was at a comfortable level. The pt was at home. Approx 1 month later, it was reported that the pt was experiencing no stimulation and a loss of therapeutic effect again. The pt was not able to adjust her stimulation the pt's device was reprogrammed. The device system was not working. When it is "reset", the device works for a short period and then it completely stops. The pt underwent surgical intervention and she is still having issues with her device. Further information is being requested from the hcp.